Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01211.

Event description:
The patient was undergoing a coil embolization procedure in the right femoral artery using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician advanced a ruby coil in the target vessel using a lantern delivery microcatheter (lantern) and attempted to detach the coil using the handle. The ruby coil failed to detach although it was reported that the detachment marker was separated. The handle was therefore removed. The physician successfully detached the same ruby coil with a new handle. The procedure was completed using additional ruby coils with the new handle and the same lantern. There was no report of an adverse effect to the patient.